Event description:
While troubleshooting for an unspecified alarm, a technical service representative (tsr) discovered that a registered nurse (rn) added a new supply bag in an attempt to clear the alarm. The home patient was connected at the time that the supply bag was added to the setup. The tsr reviewed proper procedures with the rn. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the registered nurse (rn) reported adding a new solution bag to the used homechoice (hc) cassette during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.